Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm, the motor arm cannot communicate with the main arm, and the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 9.7mmol/l at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the insulin pump did not pass the self test. The customer performed the self-test again and the error recurred. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 15, pump error 4 or pump error 63 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the downloaded history files due to a software error and pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.